Event description:
It was reported that a malfunction alarm occurred on the pump, identified as malf 12, with no notable events prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup method to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and arranged for a replacement pump. The customer was also guided on how to put the pump into storage mode and was asked to return the problematic pump within 10 days using a pre-paid label, both of which the customer understood and acknowledged.